Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.